Event description:
It was reported "when priming insulin is not moving through all the way to the canula". There was no reported impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.